Manufacturer narrative:
The service rep replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported the 9600 system had physical damage to the interconnect cable preventing use of the c-arm. This was noticed during preparation for a case. A new unit had to be brought in to perform the case. No pt injury was reported.